Event description:
On 31-dec-2025, an arthrex subsidiary employee reported via (B)(4) that the anchors of an ar-3636h soft anchor self-bunching knotless hip fibertak came out during a case. No patient was affected.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the returned device (if available), photographs, videos, event description, and any additional field input arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors such as improper bone preparation and off-axis insertion.